Manufacturer narrative:
The affected device was returned for technical analysis. Upon arrival the clip was still on the cap and advanced on one side. During technical analysis the clip could be applied without any problems. All components were inspected and no deviation from product specification could be detected. The user reported that the hand wheel was turned multiple times and hence assumed that the clip was deployed, even when the white application ring was halfway still visible. It is stated in the instruction of use that the white application ring must be remain visible and be observed. Only when the white application ring has moved fully forwards to the edge of the cap the clip has been applied. The risk of causing a perforation is indicated in the instruction of use. Moreover, it is addressed in the user trainings to verify successful clip application before resection of target tissue. Note: this report is a retrospective submission of complaints from the year 2022.

Event description:
It was reported that the colonic ftrd was used for the treatment of a carcinoma in the sigmoid colon. Clip application was not verified prior to tissue resection. The resulting perforation was closed with a clip within the same procedure.